Event description:
It was reported the implantable neurostimulator and lead were removed because the patient had an infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v718504 serial# implanted: explanted:; product type lead. (B)(4).